Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had a high blood glucose value of over 600 mg/dl .customer also reported that they had one insulin flow block at the hospital. Customer declined the troubleshoot for insulin flow block and high blood glucose and bent sensor. The insulin pump will not be returned for analysis.